Event description:
Clinic notes dated (B)(6) 2013 indicates that this patient was having three seizure per week. The patient stated his condition was worse. The patient had been falling for 3-4 months: 3 times per week and increasing. The vns device was interrogated, but no other information was stated. Clinic notes dated (B)(6) 2013 stated that this patient had no seizure for one day. The patient stated his condition was worse. The patient¿s mother stated that he had six seizures the previous day and stated that he had been having multiple seizures all last week. The vns device was interrogated, but no other information was stated. Attempts for additional information have been unsuccessful. Revision surgery took place on (B)(6) 2013. Explanted products from the hospital are not expected for return per hospital protocol. A battery life calculation indicated 0.32 years remaining. The patient¿s most recent settings were provided.

Manufacturer narrative:
Analysis of programming history.